Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2019. The most recent information was received on 07-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ("discomfort while streching her body") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced discomfort (seriousness criterion medically significant), arthralgia ("joint pain in shoulders") and tinnitus ("tinnitus"). At the time of the report, the discomfort, arthralgia and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, discomfort and tinnitus with essure. The reporter commented: she consulted a physiotherapy and an osteopath, with massages and reflexology. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-may-2019 for the following meddra preferred term: discomfort analysis in the global safety database revealed 14 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ("discomfort while stretching her body") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced discomfort (seriousness criterion medically significant), arthralgia ("joint pain in shoulders") and tinnitus ("tinnitus"). At the time of the report, the discomfort, arthralgia and tinnitus outcome was unknown. The reporter provided no causality assessment for arthralgia, discomfort and tinnitus with essure. The reporter commented: she consulted a physiotherapy and an osteopath, with massages and reflexology. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: discomfort analysis in the global safety database revealed 14 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Amendment: the report was amended on (B)(6) 2019 for the following reason: after company internal review the EU/ca tab was updated. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ("discomfort while stretching her body") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced discomfort (seriousness criterion medically significant), arthralgia ("joint pain in shoulders") and tinnitus ("tinnitus"). At the time of the report, the discomfort, arthralgia and tinnitus outcome was unknown. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-may-2019 for the following meddra preferred term: discomfort analysis in the global safety database revealed 14 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. The reporter provided no causality assessment for arthralgia, discomfort and tinnitus with essure. The reporter commented: she consulted a physiotherapy and an osteopath, with massages and reflexology. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.